Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that adhered inside the air/water nozzle and subsequently clogged the nozzle. Concerning the cause of foreign material flowing inside the air/water channel, it was not possible to further presume the cause of the suggested phenomenon since detailed information on the user's handling of the device was not obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air/water nozzle was flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation-¿poor air/water supply¿. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had white clouded area. Adhesive around objective lens and light guide lens was peeled. Light guide lens had a crack. Due to damage on scope connector, the image was not displayed. Paint on suction cylinder was peeled. The coating of the connecting tube was peeled off. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited poor air/water supply. The issue was found during pre-use inspection. The intended procedure was completed with a similar device. The scope was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.